Manufacturer narrative:
Concomitant medical products: unknown egia tri staple (lot#:unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a right hemicolectomy, where the device was used to cut the bowel, the click sound when tissue was compressed sounded different and the lever was stiff or rigid. When the device was removed, the staple line was bleeding and not fully stapled. The staples did not form the proper b-shape and was incomplete distally. The surgeon had to re-staple using another stapler. During anastomosis, the surgeon decided to use the initial stapler the second time. After ensuring that there was no loose staple wire on the stapler, and that the equipment looks normal, the device was fired. However, when surgeon took the stapler out, the staple line was complete but there were staple wires seen sticking out of the staple bar. The staples in a straight form, did not release from the reload, and were halfway out. Another device was used to complete the case.